Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with case top cracked on all corners and by tubing guides and case bottom cracked by l-bracket. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. The customer's reported problem was confirmed. Investigation found 'motor not running' error immediately during occlusion test and found thee top and case bottom physically damaged. Investigation reported that impact knocked to the main board out of alignment with the extrusion slot. Service's correctly installed the main board in the extrusion slot, also replaced blue worm gear, worm coupling and old motor mount as a preventative measure. Service's replaced case top and case bottom and performed pm and all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited motor not running error and had damaged top case. It was reported that there was no patient involvement.